Event description:
It was reported that the device was explanted after implant duration of zero days, due to failed ring repair. Information learned from implant patient registry and from the healthcare provider's response.

Manufacturer narrative:
Unsuccessful ring repair. Device not returned.